Event description:
Customer reported that she was having low blood glucose symptoms, tested 42 mg/dl, "took a couple of bites of jelly" and tested again at 260 mg/dl and then tested at 92 mg/dl right after. She reports that all of this happened within one minute on her advantage system. She self treated the hypoglycemic event. No serious injury or death. No controls. Requested return of suspect device and replacement was sent.